Event description:
It was reported that the lead integrity alert triggered due to nonsustained tachycardia episodes and increased sensing integrity counts on the right ventricular lead. Isometrics and pocket manipulation were negative for oversensing. It was also reported that the pace sense impedance decreased over time. It was further reported that the patient received a shock for right ventricular (rv) lead noise. The rv lead was removed and replaced. The atrial lead was damaged during extraction of the rv lead, and was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor occurred on (B)(4) 2012 05:18:00. 10 ventricular nonsustained tachycardia episodes of <=210 ms occurred between (B)(4) 2012 04:19:30 and (B)(4) 2012 03:03:09.